Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the t20 driver tip had sheared in torsion loading.

Event description:
It was reported that the tip of the instrument sheared off inside the domino connector during the tightening phase. The surgeon was unable to retrieve the tip from the domino connector. No revision surgery is planned at this time. The surgeon is continually monitoring the patient. No patient complications were reported.